Event description:
Home infusion nurse reports she was getting a message that pump (serial number: (B)(6)) needs serviced. No further info is known. Unknown if patient missed dose or had an interruption to therapy. Pharmacy replacing device. Material sent for the return of device being reported on. Device available for investigation pending return by patient no adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by: health professional.